Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 23mm epic plus aortic valve was chosen for a procedure. The indication was severe aortic stenosis and moderate to severe dilation of the ascending aorta (55 mm). The procedure was performed without complications. Postoperatively, the patient was anticoagulated with rivaroxaban for 6 months and continued outpatient follow-up with the cardiology team. On (B)(6) 2025, a routine outpatient echocardiogram (ECG) showed bio prosthesis with leaflets difficult to visualize, showing significant antegrade flow acceleration, with a left ventricle-to-aorta gradient of 159 mmhg, mean gradient left ventricular (lv) aorta = 107 mmhg, acceleration time 131 ms; acceleration time/ejection time (at/et) = 0.41; ejection fraction = 0.16; effective valve area = 0.6 cm². The patient was hospitalized, and a new echocardiogram on (B)(6) 2025 showed the valve with diffusely thickened leaflets showing significant antegrade flow acceleration from the left ventricle to the aorta = 148 mmhg; mean gradient lv-aorta = 87 mmhg; effective valve area ¿ by continuity equation = 0.57 cm²; effective valve area ¿ by 3d reconstruction = 0.86 cm². On (B)(6) 2025, the patient underwent a second surgery and a replacement of the aortic valve and ascending aorta using the bentall technique. Intraoperative findings included biological prosthetic leaflets organized in the sinuses, thickened valve leaflets, and some indurations causing stenosis.

Event description:
It was reported that on (B)(6) 2024, a 23mm epic plus aortic valve was chosen for a procedure. The indication was severe aortic stenosis and moderate to severe dilation of the ascending aorta (55 mm). The procedure was performed without complications. Postoperatively, the patient was anticoagulated with rivaroxaban for 6 months and continued outpatient follow-up with the cardiology team. On (B)(6) 2025, a routine outpatient echocardiogram (ECG) showed bio prosthesis with leaflets difficult to visualize, showing significant antegrade flow acceleration, with a left ventricle-to-aorta gradient of 159 mmhg, mean gradient left ventricular (lv) aorta = 107 mmhg, acceleration time 131 ms; acceleration time/ejection time (at/et) = 0.41; ejection fraction = 0.16; effective valve area = 0.6 cm². The patient was hospitalized, and a new echocardiogram on (B)(6) 2025 showed the valve with diffusely thickened leaflets showing significant antegrade flow acceleration from the left ventricle to the aorta = 148 mmhg; mean gradient lv-aorta = 87 mmhg; effective valve area ¿ by continuity equation = 0.57 cm²; effective valve area ¿ by 3d reconstruction = 0.86 cm². On (B)(6) 2025, the patient underwent a second surgery and a new sjm masters series coated aortic valved graft was implanted using the bentall technique. Intraoperative findings included biological prosthetic leaflets organized in the sinuses, thickened valve leaflets, and some indurations causing stenosis. The patient was reported discharged on (B)(6) 2025.

Manufacturer narrative:
An event of device stenosis and structural valve deterioration was reported. Possible causes of stenosis include calcification (from patient conditions predisposing to elevated calcium like renal disease etc.), immobilizing thrombus, or pannus formation reducing valve diameter. The device was returned to abbott for investigation, and the cusps were noted to have limited mobility when manually manipulated. The cuts were present on the sewing cuff. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information, the cause of the reported stenosis is likely related to pannus formation. However, the cause of the pannus formation could not be conclusively determined. The reported hospitalization and surgical intervention were results of case-specific circumstances as the patient was admitted and the valve was explanted. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.